Manufacturer narrative:
Beckman coulter field service engineer (fse) replaced the ion selective electrodes (ise) tube to resolve the reported issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported ongoing anion gap (agap) results due to erroneously low sodium (na) and high chloride (cl) patient results, involving the dxc 700 au clinical chemistry analyzer, part number b86444, serial number (B)(6). There were no erroneously low na and cl patient results reported outside the laboratory. There was no report of impact on patient treatment in connection to this event. The customer did not provide any patient data and/or demographics.